Event description:
It was reported the patient ¿experienced pain at the pocket site.¿ it was further reported the pain ¿started a while back, a couple months¿ prior to report. The patient described the pain as occurring when she moved and ¿like it was ripping her inside.¿ it was noted that in (B)(6) the patient fell on her left side, where her implantable neurostimulator (ins) was located. It was also noted the patient ¿fell on her right knee in (B)(6).¿ the patient noted she was in pain whether the stimulation was on or off. It was stated the pocket site was ¿always warm¿ and the patient ¿did not think it was swollen any more than the device was showing.¿ the patient was redirected to her health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 37746, (B)(4), product type programmer, patient product ID 3 9286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).